Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to an unspecified malfunction. All components of the existing ipp were removed and a new ipp pre-connect and reservoir were implanted. The patient was reported to be doing well following the procedure.